Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system continuously beeped without prompt from the user. It was reported that three restarts could not fully restore functionality as an x-ray generator error message appeared. The site reported that 2d image acquisitions could not be performed with the system. Following the fourth restart, functionality was restored. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: the reported event occurred during a spinal fusion procedure. Correction: there was a reported delay to the procedure of less than 1 hour due to this issue. Both imaging and navigation were aborted as a result of the reported event. Information regarding delay and abortion of navigation/imaging was inadvertently left off of the initial MDR.